Event description:
The customer reported 1 minicap that the sponge is out of the cap. Patient injury and medical intervention were not reported for this event. Patient not involved.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). A visual inspection was performed, the products were in their original packaging, all parts were present, the set was assembled according to the plane, the sponge is out of the cap. The defect was confirmed. The as determined cause was manufacturing issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.